Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a power error detected alarm. The customer¿s blood glucose level was 12 mmol/l. The customer reported that the had power error detected alarm. The customer was advised to insert a new battery. The insulin pump will be returned for analysis.